Manufacturer narrative:
B3 - date of event was given unknown, hence captured as first day of ICU aware date. (B)(6). The returned pump was evaluated, and the event history log (ehl) was reviewed. It was confirmed that error code 1870 had been recorded when the pump was powered on. A review of the service history indicated that ICU had previously received three repair requests; however, none were related to this event. The most recent repair request was completed on october 21, 2025.the device underwent both visual and functional inspections, during which a dent was observed on the top of the front housing. The complainant¿s allegation could not be confirmed. A possible cause of the issue is a potentially defective motor. At the customer¿s request, the device was returned without repair.

Event description:
It was reported that error 1870 (motor timeout error) occurred, which is classified as a high-priority alarm and has the potential to stop the infusion. The event took place during patient use at the facility. No patient harm or adverse events were reported.